Event description:
Attorney advised a 5.0mm ti locking screw was noted as broken and was removed. Patient fell in a parking lot and sustained a comminuted intracondylar/supracondylar fracture of the right distal femur with comminution into the joint. Patient underwent orif with 9 hole liss plate and 7 locking screws. While being transferred to bed after a physical therapy session, patient experienced pain and a popping sensation. X-rays showed screw pull out proximally with the most proximal portion of the fracture displaced in the intracondylar portion. Distal portion of the plate remained well fixed to the femur. This report is #3 of 3 for the same event.

Manufacturer narrative:
Lot # was not provided to the legal department. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was received and no lot number was provided. Manufacturing records could not be reviewed without a lot number.